Event description:
Pt implanted with the synchromed pump for pain therapy on 12/08/1997 to deliver morphine sulfate and clonidine. Pt reported a decrease in pain relief as well as nausea, chills, and diarrhea over a 24 hour period. The pt's pump was refilled and then on x-ray exam of the rotor it was found to be not pumping. The pump was explanted and the pt was reimplanted with another synchromed pump on 12/14/1998. Health care professional reports that the pt's condition is improved and at his baseline. Pump was returned for analysis.